Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the patient reported three dexcom g7 continuous glucose monitoring (cgm) sensor failures in one day, leaving her without reading for hours. Fingerstick showed blood glucose (bg) at 57 mg/dl. The ilet alerted patient of low blood glucose and treated herself with 10oz orange juice but felt tired/weak. Patient has backup injections and chose to wait until morning for 4th sensor replacement. During call, bg rose to 71 mg/dl. Patient's bg was not out of range for 90+ minutes, and no medical intervention required.